Event description:
It was reported that implant detect did not complete. Because the right atrial port was plugged, the implant detect feature must be manually programmed off. The implant detect was turned off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.